Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female, pt, who used triple salt dental adhesive cream (super poligrip original denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1980, the pt began using super poligrip original. In 1990, the pt stopped and began using fixodent. On an unk date, the pt experienced "zinc toxicity, extensive nerve damage resulting in loss of balance, tingling, numbness and weakness of feet, legs, and toes, burning sensation, urinary incontinence, dizziness and severe gastritis." Fixodent was discontinued in (B)(6) 2010. According to the claim, the events were severe and permanent. According to lab results received (B)(6) 2011, on (B)(6) 2010, the zinc level was 640 mcg/dl (normal 60 to 120) and copper was 117 mcg/dl (normal 80 to 155). Follow up info was received on (B)(6) 2011 via fact sheets completed by the pt and/or the pt's attorney. The pt first began using dentures in 1980. Super poligrip original was used from approx 1980 until 2010, then super poligrip zinc free was used from 2010 until the time of this report, one to three times per day, one-fourth tube per week. Fixodent complete/fixodent original/and fixodent control was used from 1990 until (B)(6) 2010, one to three times a day, one-fourth 2.4 ounce tube weekly. The pt experienced anemia (1970s), neutropenia (2010), hyperzincemia (1987 to 1988), vitamin b12 deficiency (approx mid 1990's), and neuropathy (1989 until the time of this report).

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).